Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced pain at the implant magnet site. Subsequently, the internal implant magnet was explanted on (B)(6) 2025, and the internal fixture remains in place. The patient was later placed under local anaesthesia on (B)(6) 2025, in order to place an abutment on the old internal fixture.